Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/29/2016 - phone, 7/29/2016 - email, 8/1/2016 - email. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The gas inlet valve was replaced.

Event description:
The hospital reported that, during a case, the unit alarmed for high pressure. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.